Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe, lot number 8534989, and confirmed the presence of a white plastic particulate in the fluid path. The particle was detected in the tip of the syringe and measured approximately 9.5 mm in length and 1 mm in width. Our investigation determined that the particulate noted in the syringe was introduced during the material handling in the manufacturing process and was not detected upon receipt of the syringe from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.56 complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the tip of the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Corrected data from initial report: the initial emdr dated september 14, 2018 was submitted with an incorrect date received by manufacturer. The correct date is august 28, 2018.

Manufacturer narrative:
Corrected data from initial report: the initial emdr dated (B)(6) 2018 was inadvertently submitted with a check in section b, number 2. As this report references a product problem, there was no associated adverse event. Therefore, this section should be blank with no selection chosen.